Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient developed a pericardial effusion which required a pericardiocentesis in which 800+ cc were removed. The patient was intubated and was stabilized in the lab and was moved to the ccu for observation. The physician stated that he did not think the cause was the equipment and it was more likely that the rf energy used was too high (50 watts ). Upon request, additional information was provided on the event. During rf ablation in the left atrium, the patient became severely hypotensive. A pericardiocentesis was performed successfully. The patient was paralyzed and intubated by an anesthesiologist. The bleeding slowed and then stopped and the patient was stable. Cardiac surgeons were on stand-by but were not needed. All cardiac tamponades are potentially life threatening if not treated appropriately.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 rmt system - model #: m-5830-01, serial #: (B)(4). Stockert 70 system - model #: m-5463-01, serial #: (B)(4). Coolflow pump - model #: m-5491-02, serial #: unknown. (B)(4). Cardiac ejection fraction was severely reduced until the pericardial space was evacuated of blood. The patient¿s oxygen saturation dropped to the extent that the patient required intubation, therefore, categorized this event as a severe impairment. The patient was planned to have an overnight stay. The patient was discharged the next day at the planned time without further complications. Most likely the patient will have a low hemoglobin for a few weeks and will most likely not have any long term effect from this event. Per the physician, it could be his aggressive power setting of 50 watts or the sf catheter or a combination of both. He stated he never had this problem with regular thermocool catheters. He feels it is not related to the stiffness of the smart flow catheter platform. The physician did not experience any difficulty in manipulating the catheter. There were no other factors that might have contributed to the event. The user did not notice any abnormal signals prior to the event. There were about 20 ¿ 25 ablation applications delivered to the patient before the event. The rf generator was set to ¿power control¿ mode at 50 watts. The power was titrated from 30 to 50 watts over 10 seconds. The temperature cut-off setting was set to 42 degrees. The flow setting was set to 15cc/min. A reprocessed stryker 3d ultrasound catheter was used. It was inserted and used after the tamponade was discovered. The act maintained during the procedure was 300 ¿ 350. The sheath used was the st. Jude 8.5 fr slo. The patient was discharged home at the expected time without further complication.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).